Event description:
Pt was referred for ICD generator change due to premature edl (battery depletion/shut down). Eol leads showed erosion of insulation over both endocardial leads and were also removed.